Event description:
It was reported that high impedance was observed on a patient's device during a diagnostic test. The patient was scheduled for full revision surgery. Clinic notes from the neurologist's office indicated that the patient's device was programmed up without issue at her previous clinic visit four months prior to the high impedance. The notes indicated that in addition to the high impedance observed at the recent visit, the generator was unable to deliver the programmed output current. The clinic notes also stated that the patient was experiencing a brief sharp pain in her left breast. The patient underwent full revision surgery. According to a company representative, high impedance was also present preoperatively. The existing generator was first replaced with a new generator, but the high impedance was still present, indicating a lead break caused the high impedance. The existing lead was then replaced. The explanted products were not returned to the manufacturer. No additional relevant information has been provided to date.